Event description:
Healthcare professional reported left side deflation. Device has been explanted and discarded.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation:analysis of the returned device identified: creases fold and white particles inner device. Leak test and microscopic analysis was performed which identified: device no leak and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no leak was observed in the device.

Event description:
Further clarification, deflation that occurred due to an error during surgery¿the retractor created a hole in the device¿ was reported; the event of deflation is not device related.